Manufacturer narrative:
Reporter is a synthes employee. The product was returned to us customer quality (cq) for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that screw f/guidingblock f/dist-radiuspl the tip of device was broken, and no other issues were identified but the embedded condition cannot be confirmed since no x rays were provided. The dimensional inspection was not performed due to the post manufacturing damage. The observed condition of screw f/guidingblock f/dist-radiuspl in the device was consistent with the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for screw f/guidingblock f/dist-radiuspl. While no definitive root cause could be determined, there is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? The following drawing reflecting the current and manufacture revision was reviewed: set screw for guiding block. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the surgery with the guiding block. During the surgery, when the surgeon tried to reattach the guiding block by using a driver, the small threaded area that connects the plate and guiding block was broken. The surgeon tried to remove the broken part several times, but was unsuccessful. The threaded area remained embedded in the plate and it remained in the patient's body. The surgery was completed successfully. There was no surgical delay. The patient outcome was stable. This report is for one (1) positioning screw for distal radius guide block. This is report 2 of 2 for (B)(4).

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the surgery with the guiding block. During the surgery, when the surgeon tried to reattach the guiding block by using a driver, the small threaded area that connects the plate and guiding block was broken. The surgeon tried to remove the broken part several times, but was unsuccessful. The threaded area remained embedded in the plate and it remained in the patient's body. The surgery was completed successfully. There was no surgical delay. The patient outcome was stable. This report is for one (1) positioning screw for distal radius guide block. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Reporter is a synthes employee. The product was returned to us customer quality (cq) for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that screw f/guidingblock f/dist-radiuspl the tip of device was broken, and no other issues were identified but the embedded condition cannot be confirmed since no x rays were provided. The dimensional inspection was not performed due to the post manufacturing damage. The observed condition of screw f/guidingblock f/dist-radiuspl in the device was consistent with the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for screw f/guidingblock f/dist-radiuspl. While no definitive root cause could be determined, there is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? The following drawing reflecting the current and manufacture revision was reviewed: set screw for guiding block. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.